Event description:
The reporter contacted lifescan (B)(4) alleging an "error 1" issue with the subject meter. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan received the meter involved with this complaint on (B)(4) 2011 and device evaluation was completed on (B)(4) 2011. During investigation, the "error 1" was observed upon powering on the returned meter and it was confirmed there was an eeprom u6 failure.